Event description:
The user facility reported that the involved angio-seal device was attempted after treatment and the dilator backed out of the carrier tube. Manual pressure was then utilized for successful ambulation. Lower extremity angio performed successfully on patient. There was no reported blood loss. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 24 aug 2023 - the procedure sheath size used was a 6 fr. A pre-deployment angiogram was performed. The patient is stable. The user had difficulty inserting the locator into the hub. The user did not succeed in mating the locator or hub and did not insert and lock the locator in the hub. There was no audible click on mating. There was no tactile feedback after mating. The user was unable to mate the locator with the hub after many attempts. The user attempted twice to mate the locator and hub. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cst. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).